Manufacturer narrative:
Exemption number e2016032. (B)(4). Summary of investigational findings: it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date "device fractured and was removed, but one piece remained in abdomen and 1 piece in the heart." Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: unknown but referred to as a cook celect filter. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown the 510(k) could k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). H11) corrected data compared to medwatch report: mw5069206. B2) hospitalization. B4) report date 18apr2017. B5) "in 2009 a celect ivc filter was placed in the patient at another hospital. She presented to me in (B)(6) 2017 with a fractured ivc filter and 1 piece in her heart and 1 piece in her abdomen. I removed the fractured filter but not the separate pieces in her heart and abdomen (B)(6) 2017." G3) physician. C) device available for evaluation: y. E3) MFR name: cook medical, address: united states. E7) explant date: (B)(6) 2017. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. .

Event description:
Description according to initial reporter: "patient has a celect ivc filter placed in 2009 at another hospital. She presented to my clinic earlier this month with a fractured celect ivc filter. There is one piece in her abdomen and 1 piece in her heart. I removed the filter in her ivc. The other 2 pieces remain in place." Patient outcome: it is unknown if the patient had any adverse effects.